Manufacturer narrative:
(B)(4). No additional information has been received. Device not returned to manufacturer.

Event description:
The surgeon was performing a tlif procedure at l4-5, while the surgeon was trying to insert the calix t-lift (7mm) pc into the patient, the implant broke in to 3 different pieces. The surgeon could not complete the surgery with the broken calix t-lift (7mm) pc and did not have a back-up calix t-lift (7mm) pc on hand. Therefore, the surgeon used a competitor's product (i.e. Cage) and complete the surgery without incident. This was the first time the surgeon used the calix spinal implant system.